Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil cannot be confirmed to have had a contributory factor to the reported patient complications. However, patient outcome of death is a known risks associated with aneurysm coiling procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent the successful coil embolization of the right anterior communicating artery aneurysm. No technical complications associated with the procedure were reported. Immediately after coil embolization, the subject was stable. At discharge 10 days post the index procedure, the subject¿s condition was reported as improved. However, a glasgow outcome scale of 1 (death) occurred. No additional information was available.